Event description:
Customer reported output dose over 20r/min. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the output dosage to <20r/min. System operates as intended.